Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6), product type: accessory. Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that their machine "is not working right." The communicator "gets stuck on 91% every time" they use it and it gets stuck in "a whole bunch of other places." The patient said they "have to put it directly on their skin or it doesn't work." When agent asked event date, patient stated "ever since I had the pump, but it's been getting worse since the beginning." The patient mentioned they have someone who helps them with it because they are "very disabled." The patient tried to connect and the screen on the handset would go between retrieving pump setting and no pump response. An email was sent to the repair department to replace the device. The patient getting no pump response and not found. No patient injury reported. Additional information was received from the patient stating that they were able to pair the communicator to the pump and request/receive a bolus. The patient told them there should be no lag and 91% it was reported that the patient bolus's 16x a day.